Manufacturer narrative:
Unsuccessful attempts to retrieve suspect product for investigation/evaluation have been made and documented. Complaint will be reopened if suspect product or investigation result arrives per (B)(4).

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that protaper ultimate shaper 25mm x6 file broke during use. The broken part remains in the root canal. Further treatment is pending. Further information requested.

Manufacturer narrative:
Involved file that broke during use was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch #1772181). Root causes are not identified. We will track this kind of event and monitor the trend. FDA coding that was initially reported in the first follow up report for investigation findings code is being corrected from code 3221 to 213. This is a follow up report to correct this code.